Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with 90% stenosis, heavy calcification and moderate tortuosity. Preparation prior to in-vivo use was performed according to the instructions for use (IFU) and no issues occurred. The 2.0x12mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance to the target lesion for pre-dilatation and ruptured at 8 atmospheres (atms) during the first inflation. Another trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.